Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). During follow-up communication, livanova (B)(4) became aware that the cause of the reported issue was the software version installed on the device at the time of the event. This is a known issue and corrective actions have been initiated. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the touch screen of a centrifugal pump 5 (cp5) became unresponsive during a procedure. There was no report of patient injury.